Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder has been found experiencing leakage. The following has been provided by the initial reporter: leaking np sleeve after changing tubes at approx. 4th tube. At sample collection and the change to the 4th tube the np sleeve is leaking blood into the holder. Looks like the np sleeve is pushed aside and you may see an open np needle.

Event description:
It has been reported that the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder has been found experiencing leakage. The following has been provided by the initial reporter: leaking np sleeve after changing tubes at approx. 4th tube. At sample collection and the change to the 4th tube the np sleeve is leaking blood into the holder. Looks like the np sleeve is pushed aside and you may see an open np needle.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-07. H6: investigation summary bd received 5 samples for investigation. The samples were evaluated by functional testing, each used to draw 5 bd vacutainer tubes with water, and the indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.